Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30844351l and no internal actions related to the complaint was found during the review if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 78-year-old female patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. After an idiopathic right ventricular tachycardia procedure, a patient suffered a perforation and a pericardial effusion. The pericardial effusion was in the left ventricle. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echo (ice) during a post-effusion check. The ice catheter was looking at the right atrium throughout the procedure. There were no high force readings or high impedance readings displayed on the carto 3 system or the smartablate generator throughout the procedure. The medical intervention provided was a pericardiocentesis and that 285 cc's of fluid were removed and the fluid was also given back. The tube was left in the patient and sent to post-op. The patient was reported to be in stable condition. Additional information was received. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the product. The patient outcome of the adverse event is fully recovered. The patient stayed for overnight observation. Transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was smarttouch sf default flow rates. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability used were time: 3. No additional filter was used with the visitag. Time color option was used prospectively.